Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #'s 2242352-2012-00922 and 2242352-2013-01179 for the related reports.

Manufacturer narrative:
The heartstring iii devices were returned to the factory for eval. The devices showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The seal was located under the window of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).